Event description:
It was reported a patient had syncopal episodes due to oversensing of noise leading to inhibition of pacing. Egm revealed an adjusted gain and sweep speed, the noise took on a pattern consistent with emi. It is confirmed the device paced doo and no pacing caused periods of asystolia. Instances of episodes occured at times when the patient was near a community pool. Emi as a source has not been confirmed. Noise was not reproducible. No further information is available.

Manufacturer narrative:
(B)(4).